Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Stent fracture.

Event description:
A supplemental report is being submitted due to completion of the investigation on 7 oct 2025.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution, all zilver ptx 35 drug-eluting stent devices are subjected to functional checks and visual inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and label: the notes section of the instructions for use, ifu0117 which accompanies this device instructs the user to; "visually inspect the device with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the user did not follow the instructions for use or label (ifu0117). It should be noted that the IFU lists stent strut fracture as a known potential adverse event. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined due to the extreme limited information available; the lack of a device return or the lack of imaging. There may be several possible root causes that may have caused or contributed to the stent fracture but due to the lack of information, this cannot be conclusively determined. It was confirmed that the stent was implanted 9 months ago. A zilver ptx stent implanted nine months ago may fracture due to several reasons. The stent location subjects the device to continuous exposure to intense mechanical stresses. Regular movement of the lower limb¿such as walking, bending, and twisting¿subjects the artery, and in turn the stent, to repeated axial and radial compression, flexion, and torsion. Over time, these forces can induce metal fatigue, especially if the stent was placed near a joint or beneath a ligament where flexion is frequent and pronounced. Another possible root cause may be the progression of the patients pre-existing condition. If the patient condition involved underlying atherosclerotic disease or vessel calcification, this may create abnormal stress points along the stent, exacerbating fatigue and increasing the risk of fracture. Also, unexpected external trauma to the area could have also caused/contributed to the stent fracture. Engineering input received stated that the stents are fatigue tested for this intended use and that it is possible disease progression contributed to the reported fracture. As previously mentioned, due to the extreme limited information available, the lack of a device return or the lack of imaging these are only possible root causes. Should any further information become available later then the investigation will be updated accordingly. Confirmation of complaint the complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the stent fractured confirmed quantity of 1 device, confirmed used. According to the initial report, the patient outcome was unknown. Investigation findings conclude that a definitive root cause could not be determined due to the extreme limited information available; the lack of a device return or the lack of imaging. There may be several possible root causes that may have caused or contributed to the stent fracture but due to the lack of information, this cannot be conclusively determined. It was confirmed that the stent was implanted 9 months ago. A zilver ptx stent implanted nine months ago may fracture due to several reasons. The stent location subjects the device to continuous exposure to intense mechanical stresses. Regular movement of the lower limb¿such as walking, bending, and twisting¿subjects the artery, and in turn the stent, to repeated axial and radial compression, flexion, and torsion. Over time, these forces can induce metal fatigue, especially if the stent was placed near a joint or beneath a ligament where flexion is frequent and pronounced. Another possible root cause may be the progression of the patients pre-existing condition. If the patient condition involved underlying atherosclerotic disease or vessel calcification, this may create abnormal stress points along the stent, exacerbating fatigue and increasing the risk of fracture. Also, unexpected external trauma to the area could have also caused/contributed to the stent fracture. Engineering input received stated that the stents are fatigue tested for this intended use and that it is possible disease progression contributed to the reported fracture. As previously mentioned, due to the extreme limited information available, the lack of a device return or the lack of imaging these are only possible root causes. Should any further information become available later then the investigation will be updated accordingly.